Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follow: meter-inr 7.3, lab-inr 2.4. Customer is using expired strip on inratio. Customer hasn't used this meter for a while.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: set 1, meter-inr 7.3, lab-inr 4.0, mean 5.65, confidence-limits unable to determine. Set 2, meter-inr 2.4, lab-inr 0.8, mean 1.60, confidence-limits 1.2-2.3. The mean of the inratio meter and comparative system inr were calculated. Further investigation is not required due to expired strip ln 070070a. Summary: end-user reported discrepant test results. Trouble shoot revealed expired strips used. Investigation found strips in complaint were expired more than one year. Discrepancy was caused by misuse of product. Information was trained. Complementary strips were sent. Product deficiency was not established. Further action is not required. No corrective action is required as no product deficiency was established. As of today, no product is expected to return. No further investigation will be required.